Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's heart rate was low, post implant. It was determined that the right ventricular (rv) lead had dislodged. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.